Event description:
Olympus was informed that during an unk procedure, the tip of the device fell off in the pt. The physician was able to retrieve the tip with a grasper. The procedure was successfully completed with another device. There was no pt injury reported. The pt is reportedly doing well. Olympus made multiple attempts to follow up with the user facility to gather additional info regarding the reported event but limited info was provided.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. If new info is received at a later time this report will be updated. This type of incident can occur when the high-frequency output is set too high. The instruction manual warns users that "when the electro-surgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur."